Event description:
As reported, the patient stated they have osteolysis, requiring a complete knee revision. The patient further stated that the material on the patella was not removed due to its thinness, and they are still experiencing extreme pain. No further information available. Refer to report 1038671-2025-00670 for revision.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: (B)(6) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. (B)(6) 02-010-01-0320 - logic femoral ps cem right sz. (B)(6) 02-012-35-2013 - logic tibia ps mod insrt sz 2 13mm.